Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal/snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that the guide wire separated while being removed from the pt with a snare device. This is being reported based on a dislodged vision stent implant entangled on the returned asahi grandslam guide wire. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance group cannot determine a definite root cause for the probable stent dislodgement. The asahi grandslam indicated in the event description and in concomitant medical products is being reported under MFR# 3003775027-2008-00012. Evaluation summary: the asahi grandslam guide wire was returned with a dislodged vision stent implant balled up on the guide wire at the 50mm bend. Product performance engineering reviewed the incident info and the device analysis report which was performed by an asahi rep. The incident info indicated that the grandslam guide wire experienced resistance and separated during a snaring. However, analysis of the returned guide wire (by an asahi rep) found that there was an unk vision stent implant on the guide wire. The stent implant was returned balled up on the guide wire with what appeared to be foreign tissue. Thus, it was assumed that the snaring procedure reported may have been to retrieve the dislodged vision stent implant using the guide wire, and not an attempt to snare the separated guide wire itself. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal interaction with other devices and/or anatomy, and lesion morphology. In this case, since blood and possibly tissue was observed on the stent implant, it appears that the dislodgement may have occurred during the procedure. However, since there is no info regarding the use of a vision stent delivery system during the procedure, it cannot be determined how or when the stent implant dislodged, or under what conditions the procedure was performed. Furthermore, it is not possible to determine how the snaring of the stent implant may have contributed to the damage. A definite root cause for the probable stent dislodgement cannot be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.